Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a cracked universal baseplate. Rep confirmed there are no allegations against the liner, reported he can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event:  an event regarding crack/fracture involving an unknown triathlon universal baseplate  was reported. The event was confirmed based on inspection. Method & results:  -device evaluation and results: visual inspection the reported device was not returned however photographs were provided for review and it can be observed a cracked and broken universal baseplate. Material analysis,functional and dimensional inspections could not be performed as the device was not returned.  -clinician review: no medical records were received for review with a clinical consultant.   -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion:  it was reported that the patient's right knee was revised due to a cracked universal baseplate. The event was confirmed based on inspection. The reported device was not returned however photographs were provided for review and it can be observed a cracked and broken universal baseplate. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.

Event description:
It was reported that the patient's right knee was revised due to a cracked universal baseplate. Rep confirmed there are no allegations against the liner, reported he can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.